Event description:
Information received from the field does not address the patient's clinical status but notes that post implant, bipolar lead impedance was >1990 ohms. The device was programmed to unipolar and the device remains implanted.